Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following implantation of the intraocular lens (iol) during laser assisted cataract surgery in the left eye, a tear in the posterior capsule was noticed. The surgeon stated there was no issue with cortex removal. The incision was enlarged, the intraocular lens was explanted and an anterior vitrectomy was performed. A sulcus iol was implanted. The pupil was constricted and the primary incision was closed with a suture.

Manufacturer narrative:
A review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).